Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a burn-like mark on the lower breast underneath the front therapy electrode. It was reported the patient had missing skin on the affected area. Per review of the download flags, patient did not receive a treatment. The patient's home health nurse provided the patient with an ointment. During a follow-up, it was reported that the patient's irritation improved after using the provided ointment.